Manufacturer narrative:
The hemostasis hub had been detached from the tubing of the sheath consistent with the reported leak. Dissection of the hemostasis hub revealed the header wash was formed properly and a portion of sheath tubing was still adhered to the hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached hemostasis hub remains unknown.

Event description:
During a procedure, the end of the device was leaking and could not be locked. The device was replaced and the procedure was finished with no patient consequences.